Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Additional 510k numbers: k011028 and k013227. Device remains implanted.

Event description:
It was reported that during placement when opening the implant (tsvb10), the doctor found a tsv4b8 instead. The doctor had 2 osteotomies ready; one for 3.7 mm and another one for 4.1 mm. When placing the 3.7 the implant did not screw so he realized the problem and decided to place it on the 4.1 osteotomy.

Manufacturer narrative:
No product was received. Therefore, no visual inspection or comparison to any part drawing could be conducted. Images of the product packaging (attached to the main complaint file), as well as xrays of the implanted products was evaluated. However, these do not provide definitive evidence of product malfunction as reported. No picture was provided of the actual implant. Therefore, the reported event and any associated part malfunctions are non-verifiable. Review of the DHR did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following have been updated: b4: date of this report. D3: manufacturer. D4: device item and lot number. D4: expiration date, UDI: n/a. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.